Event description:
It was reported that the catheter was placed in the pt's right subclavian vein (B)(6) 2012 in the (B)(6) hospital. The pt was in renal failure and was dialyzed 3 times a week. However, in the nrc unit (B)(6) 2012, dialysis could not be performed as the red catheter hub was found cracked. A repair kit was used to resolve the issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.